Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while moving their right arm and was subsequently hospitalized. The following day, extensive provocative maneuvers were performed, and the device data was forwarded to boston scientific technical services (ts) for review. It was discussed that the therapy was delivered due to baseline fluctuations and subsequent over-sensing. Further troubleshooting options were provided to evaluate the system sensing integrity. The recommended actions were performed, and ts noted that there was a strong risk of over-sensing in the secondary sensing vector due to mechanical artifacts, myopotential noise, and sudden r-wave amplitude drops. Although the primary vector also showed evidence of r-wave drops and background noise with provocation, there was no evidence of over-sensing in this vector and ts stated that this could potentially be a temporary programming solution. Surgical intervention should be considered, if clinically appropriate. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.